Event description:
Additional information found the patient's ipg was explanted and replaced on (B)(6) 2021 to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy due to the battery being too low to provide therapy. The patient's charger was unable to communicate with the ipg; however the ipg would still communicate with other external devices. Surgical intervention may be undertaken to address the issue.